Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during insertion of the coaxial needle into the liver, the patient allegedly inhaled deeply, potentially cutting the capsule of the liver as stated by the health care provider. It was further reported that the patient experienced complications, severe bleeding from the liver, post liver biopsy which required patient transfer to the ICU for approximately two days for stabilize the patient. Patient status was unknown.